Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range. The technical services (ts) discussed troubleshooting options and recommended to continue monitoring. This rv lead remains in service. No additional adverse patient effects were reported.